Event description:
It was reported that the patient experienced unspecified issues with a sling device. A surgical procedure was performed in which an artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided. It was further reported that the patient experienced recurring incontinence leading to the procedure. There were no device malfunctions associated to the sling. The patient did not experience any further adverse events. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced unspecified issues with a sling device. A surgical procedure was performed in which an artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.